Event description:
It was reported that the pt underwent spinal surgery. The health care professional (hcp) had difficulty with soft tissue during the surgery. The tip of the lock sleeve driver broke off in the multi-axial screw upon insertion. The driver seemed to be fully engaged. The screw wobbled and changed trajectory while inserting. The surgeon could not get the screw to back out. The pedicle screw was finally removed after the rod was locked down and tightened, and the set screw was broken off. A new screw was used to complete the procedure without further incident. The surgery time was extended for unk length of time. No further pt complications were reported.

Manufacturer narrative:
(B)(4). A review of the device history records is not possible without additional device info.